Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the (B)(6) software suspended insulin delivery, despite software being turned off. Additionally, it was reported that high and low blood glucose (bg) alerts turned off, despite the alerts being turned on. There was no reported impact to customer¿s blood glucose. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.